Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "defib failure cycle power error 80". There was reportedly no adverse patient impact.